Event description:
It has been reported to philips that the allura system would not expose. The system was in clinical use when this occurred. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not expose. Review of log files identified connection from the host-pc to the velara generator was lost. Fse also checked the spd manual and found the mpdu control board was broken. Fse ordered and replaced the mpdu control board. When the system was started, x-ray could not be done. After restart, the system works without any problems and returned to use in good working order. The codes were updated based on the investigation outcome.